Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. When advancing the 3.00x28mm taxus express2 drug eluting stent to the lesion, located in an unknown vessel, the stent strut was lift up. The procedure was completed with a different device. No patient complications were reported. Patient status was reported as "good".

Manufacturer narrative:
As no device was received for analysis it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing records were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause for this event will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.